Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an nc quantum apex balloon catheter. The device was visually and microscopically examined. There was a separation of the hypotube 49.6cm from the strain relief. There was contrast in the inflation lumen. The balloon was tightly folded, and there was blood present in the folds. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported break as there was separation to the device.

Event description:
It was reported that a shaft break occurred. A 8mm x 3.00mm nc quantum apex balloon catheter was selected for use. During insertion of the catheter through the hemostatic valve the catheter shaft broke while outside the patient body. The nc quantum apex balloon catheter was exchanged for another same device. No patient complications were reported. The patient condition was fine.

Event description:
It was reported that a shaft break occurred. A 8mm x 3.00mm nc quantum apex balloon catheter was selected for use. During insertion of the catheter through the hemostatic valve the catheter shaft broke while outside the patient body. The nc quantum apex balloon catheter was exchanged for another same device. No patient complications were reported. The patient condition was fine.